Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a damage in the femoral marker/marker flakes off. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the damage in the femoral marker/marker flakes off is undeterminable. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2017. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred right after the first pullback. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed sheath marker flakes off.